Event description:
It was noticed that the stem of the 'hmrs straight anch piece 11mm' and 3 numbers of 'cor hex sc s-tap sterile xxmm' were broken during routine medical checkup. The stem was broken at the most proximal hall of the stem. The broken anch piece was used with distal femur component (160mm). The pt has no pain and he can walk. The revision surgery will be performed in (B)(6) 2012. The pt is about (B)(6) and not obese. Also, he did not have high activity and not falling.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. This is the same pt/event as MFR # 9610726-2012-00289, 00290.